Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a replace battery now alarm and short battery life. The occurrence of receiving alarm in less than 8 hours after low battery warning. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and damage was found at battery tube side. No harm requiring medical intervention was reported. Mmt-1884l was requested for return.

Manufacturer narrative:
Pump passed self test, sleep current measurement, active current measurement. No unexpected alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. The following were noted during visual inspection: pillowing keypad, scratched case, cracked case (battery tube), cracked case on corner of belt clip rails, serial number label missing, cracked keypad overlay and minor scratches on lcd window. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 16:49:00 after more than 7 days at 14.53 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history record. However, pump error 25 was found on (B)(6) 2025 16:00:19, isolated to electronic stack. In summary, customers alleged unexpected power loss/charge last less than expected was not confirmed. Pump passed active and sleep current test. Pump error 25 found in the history files isolated to electronic stack. Cracked battery tube confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.